Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a detach defect with a concerto coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition- the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, and within an opened concerto outer carton. Visual inspection/damage location details ¿ no introducer sheath was returned. The break indicator was found to be broken, with the release wire entirely retracted from the pusher (actuator interface and release wire were not returned). The pushwire was found bent at ~12.4cm, bent at ~60.8cm and kinked at ~82.2cm from the broken proximal end. The shield coil was found undamaged. The implant coil was already detached and not returned. Dried blood was found within the retainer ring and lumen stop. The retainer ring was found undamaged. Testing/analysis ¿ the lumen stop was found damaged and could not be reliably measured. The coin was not returned for further assessment and the outer diameter could not be measured. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed as the concerto device was returned broken with the implant coil already detached. However, this event could not be ruled out. The concerto implant coil was not returned; therefore, any contribution the coil had to the non-detachment was unable to be determined. The pusher was found broken at the proximal end, thus confirming a detachment attempt; however, the type of detachment attempted was undetermined. A possible cause of non-detach could be that the pusher was found to have blood under the ptfe within the lumen stop. It is possible that the blood contributed towards the non-detachment, but this was unable to be confirmed. Other possible causes of failure are but not limited to, damaged pusher, intact twr crimps, and detachment stick bent or out of specification; however, the likely cause was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a new product was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.